Manufacturer narrative:
Corrections/removal reporting number: 1627487-07262012-002-r and 1627487-12192011-003-r. These ipg serial numbers were included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation as the patient had not recharged her ipg for about 6 months. The sjm representative confirmed the ipg is inoperable. Surgical intervention will be taken at a later date to address the issue.